Manufacturer narrative:
Concomitant medical products: 250ml baxter bag ndc (B)(4), lot 172840068m, exp 12-22-2017, fentanyl citrate. The report of the infusion bag emptying too quickly was neither confirmed nor replicated. The pcu event log shows that the pump module was in use and infusing fentanyl 2500mcg in 250ml at a rate of 5ml/hr. Rapid bolus doses of 25mcg were given at 11:53 pm on 22 october 2107 and at 12:13 am on 23 october 2017. At 6:11 am the device was channeled off with the total volume infused recorded as 30.401ml. Functional testing found the pump module to be delivering fluid within specification. There were no anomalies observed with the returned primary set and testing showed no leaks. The starting/ending volume of the fluid container cannot be determined through device logs. The root cause of the bag emptying too quickly was not identified.

Event description:
The ventilator setting fio2 had been decreased from 40 to 30% at 0315 with an oxygen saturation at 100%. At 0415 the ventilator alarmed with the patient¿s o2 saturations in the high 79-90%. The patient was repositioned and the endotracheal tube suctioned. There was no lasting harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that fentanyl was programmed at 50 mcg/hr (5 ml/hr) at 0230. The respiratory therapist was in the room assessing the ventilator setting fio2 which had been decreased at 0315 with no signs of pump malfunction at that time. The nurse assessed the patient again at approximately 0350. At 0415 the ventilator alarmed with the patient¿s o2 saturations in the high 70s/mid 80s. A second nurse went in to assist, o2 breaths were given and the patient¿s endotracheal tube was suctioned two times with minimal secretions. The charge nurse then turned the fi02 back up to 40%. Upon leaving the room, the pump alarmed occluded and the fentanyl bag was noted to be empty at approximately 0430. The line was disconnected from the patient and the pump stopped. There was no report of lasting harm.